Manufacturer narrative:
Vyaire file identification number (B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator. The front panel assembly was replaced to resolve the reported problem.

Event description:
A customer reported to vyaire medical that the vela ventilator screen was frozen and unresponsive to input attempts. The customer reported that there was no patient involvement associated with the event.